Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were received by the manufacturer which indicated the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires appeared to be intact. The lead wires at the connector pin appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement in the neck. There is part of the lead behind the generator and could not be fully assessed. No obvious lead breaks or acute angle were observed in the assessed portions. Further information was received from the neurologist indicating the patient had been referred for replacement surgery and at the moment confirmation is pending.

Event description:
It was reported by a company representative that high impedance was found on a physician's handheld while performing a field upgrade. Follow-up was made with the treating physician who indicated the problem was identified first on a routine check in (B)(6) this year and rechecked 2 weeks later. Reducing the output current as per the manual did not resolve the problem and an immediate referral was made to the neurosurgical team to replace the device. Unfortunately, the physician has not had success in securing the patient an appointment. The last known good system diagnostics were from (B)(6) 2010 and there is no history of definite trauma before this. The patient's device has not been programmed off as the physician knows the device will be replaced soon and x-rays have been recommended. Information from the nurse indicated that an x-ray was performed and a discontinuity in the lead could not be seen.

Event description:
Additional information was received stating that the vns patient underwent generator and lead revision surgery on (B)(6) 2014. The patient's device had been programmed off for a number of years prior to the revision surgery. Attempts for additional relevant information were made but have been unsuccessful to date.